Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This report being submitted is a follow up report following the device returning and a lab evaluation being carried out on 28-aug-2020.

Event description:
Supplemental report is being submitted to indicate the device has been returned and evaluated. The device was use for drainage of the pseudo cyst. The pancreas cyst which was the target site was punctured with a 19g fna needle through the stomach. Olympus's 0.025 visiglide wire guide was inserted into the 19g needle, then the physician attempted to advance the zebd stent over the wire guide. However, the wire guide could not be inserted into the stent since the pigtail became kinked. Another zebd-7-7 was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot # c1721028 was returned to cirl for evaluation open in its original packaging. This file deals with the kinking of the initial device which has been attributed to user error due to an incompatible wireguide. This file is related to (B)(4) (emdr ref 3001845648-2020-00646) which deal with the off-label use of the placed device in the procedure. This file is related to (B)(4) which was opened for the negative feedback from the physicians requested to change the product design with a mark on a stent. It was confirmed that the needle mentioned in the complaint was not a cook product . Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th august 2020. The device was noted as kinked in the 2nd porthole on the tapered end. An ink marker was noted after the pigtail on the non-tapered end. A 0.035¿ wire guide would not pass the kink. The ink mark was confirmed to have been placed by the customer, additional information received from the customer states that the mark was placed as a request to change the product design and has not been accepted yet. According to the customer this request was first made 15 years ago, (B)(4) has been created to deal with this feedback image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1721028 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1721028. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 03-nov-2020 and results and conclusions are outlined in section h. The device was use for drainage of the pseudo cyst. The pancreas cyst which was the target site was punctured with a 19g fna needle through the stomach. Olympus's 0.025 visiglide wire guide was inserted into the 19g needle, then the physician attempted to advance the zebd stent over the wire guide. However, the wire guide could not be inserted into the stent since the pigtail became kinked. Another zebd-7-7 was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was use for drainage of the pseudo cyst. The pancreas cyst which was the target site was punctured with a 19g fna needle through the stomach. Olympus's 0.025 visiglide wire guide was inserted into the 19g needle, then the physician attempted to advance the zebd stent over the wire guide. However, the wire guide could not be inserted into the stent since the pigtail became kinked. Another zebd-7-7 was used instead to complete the procedure. There have been no adverse effects to the patient reported.